Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance alert was triggered due to polarity switch. Examination on the event was conducted yet the event could not be reproduced. However, oversensing and undersensing was confirmed several times during the device check. Lead fracture was suspected and the doctor decided not to use the ventricular lead. The device was reprogrammed to aai mode. The rv lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Right ventricular (rv) pace impedance measurements less 200 ohms weeks of 2014-(B)(6). Rv lead polarity switch occurred on 2014-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.